Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot#: (B)(6), UDI#: (B)(4). H3: analysis was performed on [product ID: 97745, serial/lot#: (B)(6)]. Analysis found, that the case front was cracked and the connector support was broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient (pt). Regarding an external device. The reason for call, was pt reported, the charger is saying to call and it is not working very well. Pt reported, the controller was dropped. And there is something loose inside. Pt can hear it rattling. Pt stated, the recharging cord is not plugging in very easy. Pt mentioned, that the rep reset the programming to give the implant (ins) battery more longevity. Pt stated, 2 days ago, it would not recharge. He kept seeing no device found message. Pt mentioned, that he sits on the recharger (rtm) paddle, during recharge and it got really warm after trying to charge for awhile. Patient services (pss), reviewed recharging "best practice" and reviewed that the rtm paddle will get warm, during recharge. Pt verified, no visible damage to the rtm cord/plug. Pt stated, he can see damage to the controller port and it seems that there is something loose inside. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt stated, that the ins/ therapy was his "last resort". Stim therapy has helped him get off of oral pain medication and he can go to work every day. Pt stated, "he does still have some pain", but he is very happy with how much the implant has helped him.